Event description:
The customer reported a leak coming from the fluidics tray of the beckman coulter access 2 immunoassay system. There was no report of exposure or injury to the user. The customer did not seek or need medical attention. Due to the volume of liquid which leaked from the instrument there is potential for it to reach the floor and have the customer/user come in contact with it. Therefore, the leak should be considered a potential slip hazard. The leak was located and a replacement wash buffer reservoir was shipped to the customer. Hardware is the root cause of this event

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).